Event description:
During an implant procedure, the helix was unable to retract on the right atrial (ra) lead. The ra lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of helix would not retract was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix fully extended and clogged with blood. The x-ray examination revealed an over-torque of the inner coil consistent with procedural damage. After cleaning the housing of the helix, the helix could be retracted and extended. The cause of the reported event was isolated to the helix being clogged with blood and the over-torque of the inner coil.